Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump was returned and tested. The vacuum pump successfully completed and passed a test cycle with no problems or failure. The reason for return of the vacuum pump was not confirmed. The vacuum pump exhaust filter was returned and tested. The vacuum pump exhaust filter was visually inspected and was received without the oil mist filter. Therefore, the filter was unable to be tested. The reason for return of the vacuum pump exhaust filter was not confirmed. The assignable cause of the haze/mist/vapor issue is the vacuum pump and vacuum pump exhaust filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The vacuum pump and the vacuum pump exhaust filter were replaced to resolve the reported smoke/haze issue. Unit meets specifications and was returned to service on 05/10/2017.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100s sterilizer while running a load. There is no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.